Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation, infection, and staphylococcus-like symptoms in association with pod wear. The patient was reported to be prone to skin irritation and infections and had experienced similar reactions on multiple previous occasions. During a period of extreme heat, pods reportedly detached over several days during a shower due to loosened adhesive. Additional symptoms included skin irritation, skin reaction, suspected staphylococcal rash. Medical intervention was sought on (B)(6) 2026, and the patient was provided treatment consisting of cavilon barrier cream and apeel adhesive remover spray. It was reported that these products had been prescribed and/or provided by the hospital to help prevent infection and assist with pod removal. Details regarding the diagnosis, duration of treatment, and outcome were not reported. The patient was discharged on the same day. Further information was not provided.